Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/02/2014: damaged audio bolus button and dim, faded, discolored display screen.

Manufacturer narrative:
Submitted: 04/21/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the audio bolus button cover and plug were detached from the pump with the internal contact exposed; there was no evidence of contamination or anomaly of the contact. The display screen was found to be dim, faded and discolored.